Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. They stated that the cause of the battery being depleting and charging for 3 hours with excellent coupling without it incrementing in charge was that they had not used the unit for approximately 4 days as they had been hospitalized for a week. Both batteries were completely drained and it required approximately 5 hours of charging to bring it back to normal functioning. The issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The patient contacted the rep indicating that they have charged for 3 hours and the ins is still showing depleted as shown via the exclamation mark. The rep confirmed by an image sent to them that the patient is correct in that the controller is 100% and the ins is depleted. The patient reports getting excellent coupling. The rep is going to have the patient call patient services directly. Technical services noted if they cannot find the issue that the patient should be meeting with the rep directly to evaluate the system. Additional information was received from the friend/family member of a patient on (B)(6) 2019. The caller indicated that when they try to charge the patient today they are getting charging excellent but the implant battery is down to zero for 3 hours and the green light is flashing. The caller indicated that the rep did not know what the problem was. When they first put it on and plugged in the recharger and pressed to unlock after 5 minutes it reverted and says needs attention. The controller was 100% and the green light is flashing. During the conversation the caller said the controller went from 100% to 90% so patient services reviewed that it sounds like the equipment was starting to recharge the ins. They reviewed recharging best practices and recommended charging the ins to 100% to increase time between charges. The caller noted that since implant they recharge the patient in the morning and at night. They try to help the patient recharge as long and as full as they can but sometimes the patient does not want to cooperate. If the patient starts the night with it charged to 70% or 60% they will be down very low in the morning, sometimes at zero. But if they start at 90% or 100% they will be at 40 or 50% in the morning. The patient does not always cooperate to charge due to their baseline symptoms from prior to implant, it is hard for the patient to sit and recharge. The patient was redirected to follow up with their healthcare professional (hcp) to work on programming and to resolve the recharge frequency. During the call the ins became charged to 40%. The caller was sent online tutorials on how to recharge. The caller reported that the patient has 3 groups: a, b, and c and usually uses amplitude 3.5, 4.0, and 4.5. There were no patient symptoms reported and no complications reported.